Event description:
Clinical study. It was reported that four hundred and forty - six days after a coronary artery drug-eluting stenting treatment procedure, the pt had a myocardial infarction (mi) and underwent a target-vessel re-intervention (tvr). The index procedure treated a de novo target lesion. The target lesion was a 3mm vessel diameter, 10mm long, with no calcification, 80% stenosis, in the mid right coronary artery (rca). The lesion was predilated with a cutting balloon at 6.2 atms. The physician successfully implanted 1 taxus express2 3x24mm drug-eluting stent (des). Post-treatment, the lesions were 0% stenosis and timi 3 flow. The pt was discharged 1 day post-index procedure receiving clopidogrel and lovastatin. The pt had an inferior q-wave mi 446 days post-index procedure. He was treated with a tvr performed on the proximal rca and was implanted with a j&j cordis cypher otw des. This was not a restenosis of the taxus stent. The pt was discharged 4 days post-procedure. In the opinion of the physician, there was a probable relationship of the event to the taxus stent and to the vessel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.